Event description:
While treating a pt in cardiac arrest, the providers attempted to perform a "quik-look" by attaching the multifunction pads to the monitor/defibrillator via a therapy cable. The monitor/defibrillator would not allow the providers to view the ECG via the multifunction pads. Later it was determined that a pin on the therapy cable had broken off and was lodged in the connector. This was not noticeable to the providers. This has been an ongoing problem with this device. The MFR has attempted to correct the problem with a shield to protect the cable but the shield does not reliably remain attached to the device and protect the cable.